Event description:
It was reported by the rep the devices were used during a laparoscopic hernia repair. It was reported each misfired. The first wouldn't work at all, the second fired a couple staples, then locked up, and the third worked and then jammed at the end. There was no consequence to the pt.